Manufacturer narrative:
Additional information received indicated there was an alert for a high out of range right atrial (ra) pacing lead impedance. It was suspected that the ra lead was fractured, but radiography was inconclusive. There were no plans for intervention as the patient was in chronic atrial flutter (af). The device was reprogrammed to vvi pacing mode. No adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported their device was emitting beep tones.